Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the right ventricular (rv) lead exhibited noise. No intervention was made. The patient will continue to be monitored remotely. The patient was stable.